Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the filters. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, "microbubbles" were noted in the tubing sets distal to the filters. No air was delivered to the patients. The tubing sets were disconnected, reprimed and the therapies were resumed. There were no reported adverse patient effects. No medical intervention were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. This report represents all the information known by the reporter upon query by hospira personnel.